Manufacturer narrative:
(B)(4).

Event description:
It was reported by the health care profession via the manufacturer¿s representative that on occasion the implantable neurostimulator (ins) would deplete to empty from fully charged within 24 hours. The patient normally only had to recharge once or twice a week. It was also reported that the adaptive stimulation would display the incorrect position, such as indicating the patient was lying down when they were upright. Telemetry data indicated there were impedances >10000 ohms on electrode pairs 0/8 and 1/8. Electrode pairs 2/3 and 2/4 displayed the impedance reading ¿xxx.¿ the adaptive stimulation was re-oriented, which resolved the issue. There were no falls or traumas reported. The position of the ins did not change. No shocking or jolting sensations were reported. The patient was receiving effective therapy.